Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons did not respond to user presses as expected. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the keypad torn from the contrast to ok keypad button. During testing, the ok, down arrow and contrast keypad buttons were intermittently responsive. The keypad cover was removed and the up arrow keypad button contact was missing, and contamination was found under the ok, down arrow and contrast keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.